Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas flow through the electronic gas delivery system were not able to reach 100% o2. The user reported the system appeared to be off approximately 15%. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.